Event description:
Situation: transport ventilator management and troubleshooting problem resulting in patient desaturation and bradycardia. Background: nicu [neonatal intensive care unit] transport team picking up intubated patient from [redacted] nicu. This rn had transferred and strapped patient into transport isolette, placed on transport ventilator without issue with air/oxygen connected to wall. Prepared to depart from [redacted] nicu. Assessment: rt [respiratory therapist] [redacted] disconnected from wall air/oxygen, transport ventilator began alarming. Rt silenced transport ventilator. When this rn asked "what's beeping" rt was unsure/began troubleshooting. This rn noted transport ventilator was not delivering peep [positive end-expiratory pressure] or pip [peak inspiratory pressure] and verbalized concern. Patient with desaturation and bradycardia. Transport rt with difficulty troubleshooting and recognition/assisting in establishing alternative method of ventilation. Transport rn and transport pa [physician assistant] attempted to manually ventilate with [redacted] t-piece, but unable to establish flow, ultimately placed back on [redacted] draeger ventilator, with help from [redacted] rt. Patient recovered (30-45 seconds). Determined transport ventilator had not been connected appropriately by transport rt to stryker/tank flow. Transport ventilator rechecked by transport rt and patient able to be placed on transport ventilator correctly. Recommendation/request: given concern for knowledge gap and critical thinking/problem solving, re-education. Concerned about this rt serving as pediatric transport rt for patients requiring respiratory support. Manufacturer response for transport ventilator, tv100 (per site reporter).